Event description:
The healthcare professional reported that during the procedure, the two 95cm emboguard 87 balloon guide catheter (bg8795c) from the same lot number (9311107) that were used became kinked. Limited information was provided at the complaint initiation. On 31-oct-2024, additional information was received. Per the information, the patient is an 86-year-old female with normal weight and height. The procedure was on (B)(6) 2024. Surgical access was femoral. A 9f introducer sheath was used along with a vtk 5f access catheter. The target vessel was the m2 segment, with aortic arch type 2, bovine arch. Tortuosity. Per the information, the procedure did result in a clinically significant procedure delay. It resulted in the patient experiencing a cardiac arrest during the night, and the information indicated that ¿according to the cardiologist, [it was] not related to heart problem.¿ on (B)(6) 2024, four device photos and two procedure images were added to the complaint file. The device photos and the procedure images will undergo independent physician review and by the product analysis team. Based on the additional information received on 31-oct-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the product was received in the product analysis lab on 18-nov-2024. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The procedure images are still pending independent physician review. The product analysis team reviewed the device photos included in the complaint. The review is documented below. [Photo review]: review of the provided photographs showed evidence of damage to the shaft of the emboguard devices. The shaft of both devices showed multiple kinks along its length, with the exact locations of which could not be confirmed from the photos provided. No further damage or deformation to the bgc shaft and balloon region was visible in the provided photographs. The report stated, ¿it is two emboguard that has been kinked during the procedure, same thing happened to both catheters¿. The report includes pictures that confirm the presence of this kinking. Therefore, the complaint event can be confirmed. The root cause of the reported kinks cannot be confirmed from the photographs and event details provided, however, the event description detailed that the provided peel-away sheath was ¿probably not¿ used, which may be attributable to the damage on the devices. There is no indication that this complaint was a result of a defect or malfunction of the emboguard device. The review of the provided photographs indicates that the shaft of the emboguard unit was damaged. Kinks and flattening were visible in the pictures; thus, the complaint event is confirmed. There was no evidence of further damage or defects present on the bgc in the provided photographs. The root cause of this complaint event cannot be determined from the provided photographs. A review of manufacturing documentation associated with this lot (9311107) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. A cardiac complication, such as cardiac arrest, is a known potential complication associated with endovascular procedures and is also listed in the instructions for use (IFU) for the emboguard balloon guide catheter. Wire kinking/damage during clinical use is a known and common occurrence occurring during angiography and is typically related to anatomy, technique, skill, and vessel tortuosity (i.e., ¿aortic arch type 2, bovine arch. Tortuosity¿), rather than the design or manufacture of the device. The IFU cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage should not be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Therefore, the potential for patient injury/death occurring is remote. Based on the additional information received on 31-oct-2024, it is unclear if the treating physician felt the cardiac arrest was associated with the used device (currently pending clarification). As explained in the referenced medical literature, approximately 67% of acute ischemic stroke patients have ECG abnormalities of ischemic and/or arrhythmic in the first 24 hours after stroke. Recent evidence suggests that ischemic stroke can cause cardiac dysfunction even in the absence of risk factors and preexisting heart disease. There is no medical evidence to suggest the cardiac event was related to the emboguard balloon guide catheter nor to the procedure, which was performed hours prior. A review of the available information suggests the cardiac event was related to the patient¿s initial stroke. However, it was confirmed that the alleged device deficiency resulted in a procedural delay that was considered to be clinically significant. The severity is unknown. Based on this critical surgery prolongation, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 31-oct-2024. The file will be re-reviewed if additional information is received at a later date. Reference: chen z, venkat p, seyfried d, chopp m, yan t, chen j. Brain-heart interaction: cardiac complications after stroke. Circ res. 2017 aug 4;121(4):451-468. Doi: 10.1161/circresaha.117.311170. Pmid: 28775014; pmcid: pmc5553569. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 01-dec-2024. The procedure images included in the complaint underwent independent physician review. The assessment is documented below. ¿besides the case description two CT images are provided that represent coronal and sagittal projections. Based on the sagittal projection there seems to be a type iii arch with the left common carotid artery originating from the right brachiocephalic artery (bovine trunk). There is no mentioning of the side of the occlusion (left or right). Given the anatomy, there is a high likelihood of devices kinking in this set-up, particularly when pushed forward without internal support (mandrel/diagnostic-/select catheter). There is no description on when the kinking happened (upon navigation, forward push, retrieval), therefore the mechanism cannot be deducted from the information at hand.¿ physician name and date reviewed: (B)(6) md, msc, (B)(6) 2024. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the 95cm emboguard 87 balloon guide catheter was received. The initial examination of the returned emboguard device identified kinking of the shaft at 32mm 116mm, 135mm and 162mm from the distal tip of the emboguard device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the kink at 160mm from the distal tip of the device as the ball gauge could not be advanced past this point without resistance. No impairment to the device ability to inflate/deflate was observed. The complaint report detailed that kinks were observed in the emboguard, this event was confirmed, although it cannot be determined which kink formed during the procedure. The additional kinks may have been caused by device manipulation and shipment post the complaint event. Although the event description and detail did not allow identification of any specific factor that could have contributed to this event, attempts to recreate the kink indicates that one of the potential causes of the damage on the returned emboguard device may be attributed to patient (vessel conditions and tortuosity) and procedure specific factors. Another potential cause can be attributed to device handling. Although the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (9311107) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.